Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system had intermittent communication errors. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.